Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off at 32.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were found within specification. During functional evaluation, the guidewire was loaded and advanced into a demo microcatheter. The guidewire came out of the microcatheter distal end without difficulties. It is probable that the damage to the ptfe coating occurred due to insecure tightening of the torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore based on analysis of the device, a root cause of use/user error has been assigned to this investigation.

Event description:
Device analysis found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off. There was no clinical consequence to the patient.

Event description:
Device analysis found that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off. There was no clinical consequence to the patient.